Event description:
The user facility reported that the device ran in safe mode during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device ran in safe mode during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event.

Event description:
The user facility reported that the device ran in safe mode during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.